Manufacturer narrative:
Rpn: based on photos and limited description, possible rpn's include: c-tpn-6.5-90, c-tpn-6.5-90-redo, c-tpns-6.5-90, c-tpns-6.5-90-chemo, c-tpns-6.5-90-redo, c-tpns-6.5-90-redo-chemo. Implant date: (B)(6) 2019. Customer (person): (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the winged hub on the extension tube (luerlock) of an unknown cook "single lumen 6.5 french line" device broke off. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d- product identifier, d1, d4 ¿ rpn, d10 investigation ¿ evaluation it was reported by vu medisch centrium that the "luerlock piece had broken off" a cook single lumen 6.5 french line (part number and lot number not supplied). The catheter was placed on (B)(6) 2019 and reportedly failed on the (B)(6) 2020. After the catheter failed it was repaired. The indication for placement was "patient for lung department." The placement of the device is not known exactly, but is believed to be in the right arm/chest. Total parenteral nutrition was being administered using he catheter. The device failed during treatment one of the many times it was used. A review of documentation including the instructions for use (IFU) and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One 6.5 french silicone tpn catheter was returned for evaluation. A visual examination found that the catheter had separated between the winged hub and silicone cover hub, where it transitions to the barbed section at the distal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. A review of the device history record (DHR) could not be conducted, as device lot information is unknown. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use the current IFU supplied with the catheter set is c_t_tpn_rev9 precautions extreme caution must be used in placement and monitoring suggest catheter maintenance if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause for the failure could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 19aug2020-20aug2020, it was reported that the catheter was repaired. The exact placement of the catheter is not known, but is believed to be placed in the right arm/chest in the lung department. The line was being used to administer total parenteral nutrition (tpn). The device failed one of the many times it was used, as the line was in situ for a "long time."